Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented over a transmission via merlin.net. Episodes of inappropriate auto mode switching due to atrial events falling into post-ventricular atrial refractory period were observed on the egms. Programming change was recommended and will be made when patient present at the next follow-up.